Event description:
It was reported the patient started feeling sick on (B)(6) 2015 and kept getting worse. The patient experienced shaking, confusion, sweating and pain. The reservoir was aspirated (B)(6) 2015 and the programmer said there should be 15.5 ml and the pump was dry. It was believed the pump was programmed to 40ml and they only put 20ml in the reservoir. The pump was filled on 12/11 and patient had received 16 boluses of morphine. The device system was delivering prialt (ziconotide) and morphine.

Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).